Event description:
A patient contact stated that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2022 due to atrial fibrillation. Patient contact stated that this was unrelated to her pd therapy and that the patient was not in active treatment at the time this occurred. The patient was completing treatments on the cycler in the hospital, however, now has been diagnosed with peritonitis. No other information could be provided at the time of the call.